Event description:
It was reported that the patient presented during clinical follow-up. Investigation noted that the right ventricular lead was found dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
Additional information received noted that the lead also exhibited noise oversensing.

Manufacturer narrative:
The reported events of dislodgement and lead noise were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis did not identify any anomalies.